Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device reached the elective-replacement level sooner than expected. A device evaluation was performed, and no sources of excessive current drain were noted. Battery destructive analysis indicated an internal battery anomaly, which was determined to be the cause of the premature battery depletion.